Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. The device was programmed to deliver an unspecified volume of normal saline and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device was unplugged from the ac power receptacle, so the pt could ambulate. It was reported that when the pt began to ambulate, the device powered off by itself without sounding an audible alarm tone. The device was removed from clinical service. Therapy resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.